Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained: nm means suture material, resorbnm means resorbable suture material. According to feedback from the patient, the first operation in 2016 resulted in wound dehiscence and poor wound healing. With regard to the diagnosis and indication, my customer cannot provide any further details, and she only received information about the previous interventions that the patient described to her. Apparently no complaint has been made for these interventions in the past. However, the patient did not have this medically clarified afterwards. Unfortunately, we cannot provide you with any further information with regard to anamnesis, the course of the operation and therapy.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What does ¿nm¿ mean? What is resorbnm? Is this an ethicon device? Please clarify: was there a dehiscence of the scar? Or did the patient develop scar tissue? Was there any treatment for the scar tissue? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of 2016 breast surgery where vicryl suture was used? The diagnosis and indication for the 2016 breast surgery? What was the initial approach for the 2016 breast surgery? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Please describe the relationship of suture not absorbing and wound dehiscence/ scar tissue? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent a breast surgery in 2016 and suture was used. The sutures have not resorbed, dehiscence with scar. Additional information was requested.